Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693565 lead, implanted: 2009-(B)(6); 559453 lead, implanted: 2009-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was cut, capped, and replaced. Additionally, it was reported that the right ventricular (rv) lead had high thresholds. The pace/sense portion of the lead was capped and replaced. The high voltage coil of the rv lead is still in use. No patient complications have been reported as a result of this event.